Manufacturer narrative:
Returned device was received in worn physical condition. There was noted wear and tear on the enclosure, front cover, drain fitting and the line cord. During the evaluation of the device, the reported issue was able replicated by analysts. There was leaking from the water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There was no patient present at the time of the event. There were no reported adverse events.